Manufacturer narrative:
There is no adverse event associated with this complaint. The cartridge was retuned to animas. There is no investigation necessary. Cartridges with lot # b201582 were confirmed to be defective. When tested, fluid was observed leaking form the plunger end of the cartridge.

Event description:
A family member reported that the pt noticed leakage in the cartridge compartment and inside the plunger of the cartridge. The pt stated that there was condensation on the inside of the cartridge and that insulin was seen dripping out of the end of the plunger. The family member said that the pt filled a new cartridge from the same lot number and discovered the cartridge was leaking from the bottom of the plunger. The pt confirmed that the plunger was straight and not cocked, the o-rings were present, there were no visible cracks along the sides of the plunger.